Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a child is deceased. The patient's family alleged that a pacemaker failure is the cause of death. The patient's physician reported that approximately one month prior to the patient death the patient experienced a lead fracture which resulted in a pacing failure. The patient experienced a very slow cardiac rhythm. It was also reported a corrective surgery was performed. However, additional details regarding the surgery or outcome were unavailable. The patient passed away approximately one month after the corrective surgery. No further information was able to be obtained.